Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was not deployed successfully; half was left in the system. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was not deployed successfully; half was left in the system. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The device will be returned for evaluation. A non-sterile unit of the ¿vascular closure device 6f¿ was received inside a clear plastic bag. Upon visual inspection, the device was unpackaged for evaluation, revealing the following conditions: the deployment lever was fully depressed; the indicator window displayed black/white/red colors; the plug was fully deployed but not included in the shipment; the cowling guard was locked; the back bleed port was in the deployed position; and the indicator wire was retracted. Additionally, an unknown procedure sheath was locked on the device, with blood noted inside the sheath, but no damage was observed. Dimensional analysis was performed to verify the correct catheter distal tip inner diameter (ID) to be verified. The ID measurements were taken in three different sections of the delivery shaft. Dimensional analysis result was found within specification for ID. The functional analysis was not performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. The complaint reported by the customer as ¿vascular closure device (vcd) - deployment difficulty-partial deployment¿ was not confirmed. Upon inspection, the unit was received fully deployed, with the button fully depressed, indicating that the device had functioned correctly. The three indicator windows stages were achieved, and the plug was properly deployed. This confirms that the device had completed the deployment process as intended, and there was no indication of partial deployment or deployment difficulty. Dimensional analysis was performed to verify the correct catheter distal tip ID and dimensional analysis result was found within specification for ID. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. This product analysis suggests that the reported failure could not be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.